Event description:
A report was received that a pt was burned by his precision charger. The pt states to have been burned a couple times but did not seek medical treatment. The pt experienced redness and pain at the implant sight. The pt was given a replacement charger and was able to charge with no problems.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 (ref. #z-0271-2009) as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure model for charger 1.0 has been investigated and associated causes understood. Bsn is no longer manufactures or distributes charger 1.0 devices. This is the final report.